Event description:
About 3 weeks after implantation, the patient with this right atrial lead requested a follow-up appointment because the pocket was open 3 cm and the device was exposed. A surgical procedure was done to close the pocket. During the procedure, the electrophysiologist washed the pocket with antibiotic treatment. All measurements were fine. All products remain implanted and in service. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.